Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate slider 25mm x6 file broke during use. The broken part has not be retrieved from patient's mouth. No injury occurred.

Manufacturer narrative:
Investigation results: summary: two protaper ultimate files slider 25mm were returned in loose. One file is broken at the tip of the active part (fatigue), second file is broken in the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1859344). Root causes are not identified. We will track this kind of event and monitor the trend.